Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been advised by their dentist to discontinue the use of the byte aligners due to the development of tmj related symptoms including persistent jaw pain. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.